Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that maybe 2 months ago they noticed the therapy was not working as well as it should. Patient stated they have tried different settings and programs, but they are having problems figuring out what they should be doing. The patient mentioned that their urinary frequency and retention have increased, but it seemed like they got the settings right to manage their fecal incontinence. The patient's healthcare provider hcp told them to increase the stimulation, but if they do they start feeling a shock. The patient confirmed the shocking sensation goes away when they decrease the stimulation. The patient believes they have at least 7 programs and "pretty much" tried all of them. Agent reviewed therapy considerations and redirected the patient to their healthcare provider to further address the issue.